Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. The alarm was not found, no malfunction or abnormalities were identified during the service of the pump. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump was found to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an air in line alarm. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.